Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 10 and 14 atmospheres, respectively. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 2.5 x 10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.